Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: yellow eyes, frequent urination. A patient reported they were unable to test on the meter. Their meter allegedly would only prompt the not ok message. Unable to obtain a reading on the meter. No comparison. Not treated. Customer had to guess amount of insulin. No further information has been reported.